Event description:
The stent delivery system was damaged in the package. It was noticed that the shaft of the delivery system was separated in two pieces in the packaging. The separation was located at the proximal section of the shaft, towards the control handle. The hypotube was also separated. There was no damage to the handle. There was no mishandling of the product. The device was secure in its sterile packaging. There was no damage to the outer packaging noted. The device was received in this condition. The product was not used in the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.